Event description:
It was reported that on initial start up there was an immediate motor fault, xdcr fault & vent inop alarms. No patient harm since issue occurred prior to patient contact.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.